Event description:
It was reported that on (B)(6) 2014, the patient woke up with pain from the implantable neurostimulator (ins), stimulation going down her leg, and what felt like leg cramps. The patient¿s managing healthcare professional (hcp) was told, and the hcp said to try turning stimulation off to see if the pain subsided. The device was turned off and after five minutes the patient hadn¿t noticed a difference in pain. The stimulation off icon was seen on the patient programmer. When the patient was sitting it felt better, but she was still having pain down the inside of her leg and in the groin area. Stimulation was turned back on and the patient¿s pain was subsiding somewhat. The patient had 50 percent or greater symptom reduction. The cause of the event was determined, it was not device related, and the patient was involved in a motor vehicle accident. The lead was involved in the event and an x-ray was done to provide insight to the issue. No actions were taken at this point to resolve the issue. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-33, lot# va01ce8, implanted: (B)(6) 2012, product type: lead. (B)(4).